Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32377. It was reported that the implanted leads migrated. X-rays confirmed lead t12 and lead l1 had migrated. In turn, the t12 lead was removed and only the l1 lead was replaced to address the issue.